Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen and the cursor on the screen of the device were not aligned; the overlay/bezel assembly was replaced, and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was about an inch off with the cursor on the display screen of the programmer; attempts to calibrate the stylus multiple times, as well as attempting with a new stylus, did not resolve the issue. It was also reported that the radio frequency (rf) programmer head appeared to be broken. The programmer and rf head have been returned for repair. There was no patient involvement.